Event description:
As reported by the user facility: deviating volumes during medication.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). A follow-up report will be provided after the inspection results are available.